Manufacturer narrative:
Date of event approximated since unknown.

Event description:
It was reported a thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed at an unknown time. A 27mm watchman flx laa closure device was implanted. At the one month follow up, a computed tomography (CT) scan was performed which showed a small thrombus on the closure device. A transesophageal echocardiogram (tee) was also performed, but the thrombus was not visible through tee. There was no clinical impact and the patient was fine.